Event description:
Per the surgeon, the patient experienced pain and eye twitching with device use, and was treated with antibiotics (specific type, date, duration not reported). However, the issue could not be resolved, resulting in the decision to explant the device on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.